Event description:
During an atrial fibrillation procedure, a clot was found on the tip of the tactiflex ablation catheter after insertion into the patient. The catheter was replaced, and the procedure was completed successfully with no consequences to the patient.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported "membrane" on the catheter tip could not be conclusively determined.